Manufacturer narrative:
(B)(4) - astigmatism. Account reported that patient is experiencing astigmatism after the event. Several attempts to get additional information from the patient (with the account) have been done with the account however, no information has been received. No problems were reported with the equipment. Conclusion - the equipment was not evaluated after the treatment date since account reported there was no problem with the equipment and did not request field service or clinical support. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
Account reported a patient had a corneal burn.

Manufacturer narrative:
Initial reporter: report source was marked as other however, the information only came from the health professional and the company representative. Other was marked as mistake. Placeholder.